Event description:
Customer stated that while in use on a pt, the oxygen delivery percentage dropped to 21% (customer was unable to report setting prior to drop in %). Therapists were alerted to situation by change in pt coloring. Pt was switched to another device and stabilized with no complications or injury. Therapists verified drop by external analyzer reading. An npb cse went to the site and identified that a leak in the o2 blender was the cause of the malfunction and also noted that the device was 10,000 hrs overdue for factory maintenance.